Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket was used to capture a stone. However, the handle cannula broke with the stone still trapped inside the basket. It was noted that the stone was not attempting to be crushed when the handle broke, and an alliance handle was not being used with the basket. The basket with the stone was then pulled out from the working channel. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.